Event description:
Abutment and abutment screw replacement surgery for a patient due to fractured abutment and abutment screw. No soft tissue complication. The patient had the components replaced as a day surgery procedure.

Manufacturer narrative:
Visual inspection of the replaced components confirms signs of wear in the fixture-abutment press fit connection, however not that excessive. No probable cause is reported. The most probable root cause is wear due to overload considering the reported high activity of the patient, that this is the first abutment replacement after s2 surgery and the lack of any other cause leading to wear issues. No deviation was identified in the production nor sterilization records.